Event description:
A break in the retention dome during traction removal. The incident occurred 121 days after placement.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.